Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (7.0 mg/ml at 1.95 mg/day) via an implanted pump. The patient¿s medical history included copd and being bipolar. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that during the routine pump replacement procedure on (B)(6) 2019 the physician was able to aspirate 1 cc of clear fluid from the cap (catheter access port) prior to disconnecting the catheter from the pump. He did notice that the pump segment of the catheter had a couple of kinks in it despite being able to aspirate. It was unknown when the kinks occurred. He chose to replace the pump segment of the catheter to prevent potential issues in the future. He attached the revised catheter to the new pump and the cap successfully aspirated. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.